Event description:
Additional information from the clinical specialist indicates that based on the limited details provided about the pump run. The patient was a 9 year old child undergoing congenital defect heart surgery. After initiation of bypass, a blood flow of 2.2 lpm was achieved with a sweep gas rate of 1.4 lpm at 70 percent fraction of inspired oxygen (fio2). The blood gases revealed a partial pressure of oxygen (po2) of 462 mmhg and an activating clotting time (act) of 698 seconds at this point. Approximately 2 and a half hours into the bypass run the po2 decreased to 52.7mmhg, and the gas sweep was increased to 3lpm at 100 percent fio2. The act at this point was measured to be 360 seconds and heparin was given. After checking oxygen source, the gas blender on the heart lung machine was changed out to no effect. The gas source was then changed to an oxygen cylinder to no effect. It was decided to change out the oxygenator, after which oxygenation did improve. The IFU for the terumo fx15 states to start bypass at a gas flow sweep of 1 to 1 with the blood flowrate and a fio2 of 100 percent oxygen. The clinician in this complaint did not do this. It is possible to fall behind oxygenation with a smaller membrane bundle as in the fx15 oxygenator if attention is not paid to frequent arterial blood gases. Also in this complaint, the anticoagulation management of the patient was not adequate, with the act falling to 360 seconds at the time of inadequate oxygenation. Blood clot formation can occur below 480 seconds and impact the functioning of the oxygenator bundle.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 4, 2024. Upon further investigation of the reported event, the following information is new and/or changed: b5 (describe event or problem - added new information) d4 (additional device information - added exp date) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information) h4 (device manufacture date) h6 (identification of evaluation codes 3331, 4114, 3221, 4315). The actual sample was not returned for evaluation; therefore, a thorough investigation could not be performed, and a definitive root cause could not be determined. A review of the device history record revealed no manufacturing issues related to the reported event. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, they noticed a deterioration in the patient¿s blood gas. As per user facility, a 9-year-old was scheduled for konno-rastan+avr surgery, had a partial pressure of oxygen (po2) value of 462 and an activating clotting time (act) value of 698 in the blood gas, taken when connected to the first cardiopulmonary bypass machine. Both act and blood gas were regularly monitored. The lowest act value recorded was at 360, and during the same time interval, the po2 value in the blood gas was 52.7. The dry air in the mixer started at 1.41, and the o2 value started at 70%. When a decline was observed, the dry air was increased to 3, and the o2 value was increased to 100%. The central oxygen (o2) was checked and observed to have normal pressures, leading to a mixer change. As there was no change in the blood colors in the arterial and venous lines, a switch to pure o2 was made. After consulting with the anesthesiologist, the lungs were started to function at full capacity, but no improvement was observed. A decision was made jointly by the surgeons and the anesthesia team to proceed with the change of the oxygenator. Upon changing the oxygenator, improvement was observed in the blood gas with the same mixer, dry air, and oxygen values. They added 290cc es, 500cc voluven, 70cc mannitol, 30cc nahco3 and 1cc heparin to prime. They also used hemofiltration, added 250cc es, 600cc ffp throughout to operation. Act values were; 698sec., 466sec., 477sec. And 360sec. They changed oxygenator and the act value was 639sec. And 1000sec. Heparin was added, if the act value was below 480sec. Additionally, there was delay for few minutes in changing the oxygenator as well as blood loss, it was not measured, but should be at least prime volume of the oxygenator. The procedure went well from the perfusion point after the changed out. From the start value of po2, act, monitoring the regular base, sweep and fio2, the interval was 50 minutes, with a desired full flow at 2260. From the drop of po2, act sweep and fio2 values, occurred after two and a half hours on bypass. The surgery was completed successfully, however, days after the case, the patient expired. The doctor does not relate the issue they had with the oxygenator; as the overall conditions of the patient was not good.